Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("second essure device are not identified."), pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy with contraceptive device") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii, parity 2, cesarean section, uterine scar, termination of pregnancy - elective and recurrent abortion. Concurrent conditions included postpartum bleeding and anemia. Concomitant products included sertraline. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ right side abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches") and allergy to metals ("nickel allergy") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergo one or more surgeries to remove one or more essure coils-salpingectomy, salpingectomy one side removal of fallopian tube and termination of pregnancy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia and migraine outcome was unknown and the pelvic pain, abdominal pain, headache and allergy to metals had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Yes anticipated or scheduled date: (B)(6) 2018. Discrepant information received as per pfs plaintiff did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: confirmation of tubal occlusion status following placement of essure device. Findings: endometrial cavity is blunted and does not fill in the right cornual region. The right tube is not identified. The left cornua appears normal. The left fallopian tube contains an essure device and does not fill with contrast. There is no intraperitoneal spill. Impression: occluded left fallopian tube. Right uterine cornua, right fallopian tube, and second essure device are not identified.. Pregnancy test - on an unknown date: positive. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-dec-2018: pfs and mr received. Reporter information were added and updated. Date of insertion were updated. New events added : abnormal bleeding(vaginal), menorrhagia, migraines, headaches, allergy to metals, ectopic pregnancy with contraceptive device, device ineffective were added. Event verbatim were updated as abdominal pain/ right side abdominal pain. Medical history, concomitant drug and lab data were added. Outcome of the event headache, nickel reaction added and for abdominal pain/ right side abdominal pain were updated to recovered/resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.